Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, lot# j0177973r, implanted: (B)(6) 2001. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal clonidine 0.1 mg/ml at 0.005 mg/day, compounded baclofen 2000 mcg/ml at 100 mcg/day, morphine 7 mg/ml at 0.3497 mg/day, and bupivacaine 40 mg/ml at 1.998 mg/day via an implanted pump for intractable spasticity and spinal cord injury/spinal cord disease. The patient experienced no relief from the pump and there was a failed dye study. Actions/interventions taken included dye and motor studies at the managing physician's office. There were no environmental/external/patient factors that may have led or contributed to the issue. The catheter was replaced. It was unknown when the patient first started to experience the lack of relief from the pump. The issue was resolved at the time of this report and the patient's status was "alive- no injury". Additional information was received from the rep indicated there was a broken catheter at the anchor site and the broken catheter was the cause of the failed dye stud y. The event was resolved and the explanted catheter segment was returned for analysis.

Manufacturer narrative:
Returned catheter analysis determined the most distal end of a segment had a jagged look to it along with an oval shape when viewed in cross section. This is consistent with a catheter being compressed at this area and most likely broke at this point. Result code no longer applies. Conclusion code no longer applies.

Manufacturer narrative:
Continuation of d10: product type catheter product ID 8780 lot# serial# (B)(6) implanted: explanted: product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) reporting that per the attached operative note received on 05/20/2025, the patient's pump system was removed on (B)(6) 2016 due to infection.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated a possible hospitalization and infection. The patient had been in the hospital so long he did not remember. The catheter "busted" and they went to fix it and after the revision the patient had an infection. The area of the infection was the catheter track. The infection was so close to the catheter and "did surgery on the pump to make sure there was not infection in there". Infection symptoms included redness and "hot to touch". It was unknown if the infection was confirmed and the strain of infection was unknown. The symptoms came on within a week. The event date was (B)(6) 2016 (within last three weeks the patient thought he went in on (B)(6) 2016 but he was not sure). The infection was related to the catheter revision. The patient was on both intravenous (IV) and oral antibiotics. The patient still had his pump and catheter implanted. The patient thought the infection was resolved. He had just gotten out of the hospital on (B)(6) 2016 and he went to see his doctor on (B)(6) 2016. The patient would go to see the hospital doctor on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.